Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye, noted the silicone tubing was separated from the female connector. Markings were observed on the tubing. Which indicated, the tubing had been attached to the female connector during assembly. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the tubing and twist clamp of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use for approximately five (5) months. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.